Event description:
The service report shows that while performing unrelated service on the device, the mallinckrodt customer support engineer (cse) noticed an intermittent audio alarm. The cse inspected the device and replaced the audio alarm and power switch. The unit passed extended self testing. There was no pt involvement.